Event description:
Reportedly, the instrument fired then the mucosa of the sigmoid colon side could not be cut. The instrument could not be removed from the cavity. Removed the instrument by force and the fragment was reinforced with the hand sewing. Procedure: lower anterior resection.